Event description:
During a f/u call to the pt's nurse on 03/14/2008, she reported that the pt's transfer set had become disconnected from the catheter and that the pt just put it right back on. The nurse stated that culture tests were done on the pt's effluent and they came back negative, but prophylactic antibiotics, fortaz and cephazolin, were given as a precaution. No pt injury was reported.

Manufacturer narrative:
The nurse stated that she will be unable to retrieve the sample.